Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery; unable to confirm e70 error alarm due to history file overwritten with a47 alarms; the a47 alarms due to a corrupted history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with normal operating currents also, passed self test, a21 error test, rewind test, basic occlusion test, prime test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 137 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.